Event description:
Outer jacket of nitrogen hose popped near the hand piece. Loud noise from the ruptured hose cause temporary hearing loss for neurosurgeon. No harm to pt. Psi should have been 80-100, was 120-140.